Event description:
It was reported that during an lar procedure, half of the staples could not be formed. Additional suture was performed to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.